Event description:
It was reported "after cannulation of the central vascular access to the passage of the guidewire, there is evidence of malformation of the guidewire before insertion, so that the catheter cannot be used." This was found prior to use. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a pediatric two-lumen cvc kit containing a catheter inside. The guidewire was not observed in the photos. Therefore, the complaint of a kinked guidewire was not able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after cannulation of the central vascular access to the passage of the guidewire, there is evidence of malformation of the guidewire before insertion, so that the catheter cannot be used." This was found prior to use. The patient's current condition is reported as "fine".